Manufacturer narrative:
The pad-pak was first installed successfully on the 3rd june 2011 and performed to specification up to the 9th october 2011. The pad-pak was then removed from the device. Multiple manual power ups of ten minutes duration were recorded between the 24th february 2015 and the final history log on the 3rd march 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device switching on automatically.